Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic,/pelvic pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), bladder disorder ("bladder problems"), fatigue ("fatigue"), alopecia ("hair loss"), nervous system disorder ("neuro condition/problems") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (essure removed by hysterectomy. (Full), salpingectomy (bilateral) on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain and back pain had resolved and the cystitis, urinary tract infection, bladder disorder, fatigue, alopecia, hormone level abnormal, nervous system disorder, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, nervous system disorder, pelvic pain, urinary tract infection, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for pain, bleeding, bladder infection., urinary tract infection, bladder problem,fatigue, hair loss, hormonal changes, neuro condition/problems, vision problems, weight gain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: pfs received: event injury nos replaced with event chronic/pelvic pain, bleeding, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, abdominal pain, back pain, bladder infection, urinary tract infection, bladder problems, fatigue, hair loss, hormonal changes, neuro condition/problems, vision problems and weight gain. Patient demographic details, reporter and product information was added no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.